Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral upper abdomen and bilateral lower abdomen using a cool advantage applicator. On (B)(6) 2021 the patient was treated with coolsculpting to the bilateral lower abdomen using a cooladvantage plus applicator. In (B)(6) 2021, the treated areas developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen and lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following additional information has been added to the b5: allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral upper abdomen and bilateral lower abdomen using a cool advantage applicator. On (B)(6) 2021 the patient was treated with coolsculpting to the bilateral lower abdomen using a cooladvantage plus applicator. In (B)(6) 2021, the treated areas developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen and lower abdomen with paradoxical hyperplasia (ph). The annex a code has been updated from a26 to a24.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a patient was treated on (B)(6) 2020 and (B)(6) 2021 with coolsculpting to the lower abdomen using a cool advantage plus applicator. On (B)(6) 2021 the patient presented with concerns of paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a patient was treated on (B)(6) 2020 and (B)(6) 2021 with coolsculpting to the lower abdomen using a cool advantage plus applicator. On (B)(6) 2021 the patient presented with concerns of paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.